Event description:
A report was receive that the patients ipg had flipped and was causing charging problems. The patient underwent a revision procedure wherein the ipg pocket was cleaned up. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient did not have any charging issues. The patient underwent a revision procedure wherein the ipg was repositioned in the pocket. There were no issues noted in the pocket site.

Event description:
A report was received that the patients ipg had flipped and was causing charging problems. The patient underwent a revision procedure wherein the ipg pocket was cleaned up. No device malfunction was suspected. The patient was doing well postoperatively.